Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the patient experienced stoma site inflammation and purulent discharge. A microbiological sample revealed staphylococcus aureus, streptococcus agalactiae, streptococcus alfa-hemolytic agents. The patient also had an infected ulcer on his right leg. The patient was treated with antibiotic zinnat 500mg - cefuroxime.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, it was reported that the patient was hospitalized again in septic condition which was possibly related to the stoma infection.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event.

Event description:
Follow up information received on (B)(6)2018: the background of the septic condition was the stoma inflammation caused by corynebacterium striatum. The gastroscopic was negative. The gastroenterologist decided to terminate the current stoma site because of the reoccurrence, not healing and septic condition causing stoma inflammation. After the wound heals and the inflammation recovers, it will be decided whether a new stoma site could be created to continue duodopa treatment. Until then, the patient received oral anti parkinson medication.